Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain cycle was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during initial drain on the homechoice (hc). The patient pressed go to start therapy before connecting to the hc and then connected resulting in the alarm. The technical service representative explained the alarm and had the patient recycle the machine and informed patient to start over using new supplies. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention reported.